Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed no delivery. Customer's blood glucose was 217 mg/dl. Customer declined to troubleshoot due to he was told that he will get insulin pump replacement. Customer reported back regarding no delivery alarm. Customer stated it was past event and already changed infusion set and reservoir. Customer stated that the alarm was resolved by set change. Customer does not want to return the set and reservoir for analysis. No further info provided.